Manufacturer narrative:
Concomitant medical products: (2) 8110; 8015; medline sec syringe tubing; (1) bd unspecified syringe tubing; (2) unknown syringes (size and mfg) td (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported during a patient¿s infusion, the administration set leaked on the distal tubing closest to the patient at the connection to a different product close to the peripheral catheter. This required the tubing and infusion fluid to be changed. There was no report of patient harm occurring from the event, and the set was not saved.